Event description:
It was reported that externalized conductors were observed on the lead during generator change due to normal eri. Pacing lead impedance was also noted to be low. Lead was explanted and replaced. Patient tolerated the procedure well.